Event description:
Procedure: lap gastric bypass. Pt sex: unk. Reportedly, the surgeon applied the device to close the common opening of the gastrojejunum. Then when the stapler was fired, there were no staples in tissue, on the anvil, or in the housing; however, the tissue was cut. The surgeon then used a new stapler and reload to fix this tissue. The staple line was oversewed and a second reload was applied. About 10-20 mins were added to the procedure.